Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses as intended. Customer's blood glucose level was 400mg/dl. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.